Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated and the reported difficult to position the device (delivery catheter (dc) shaft positioning) was confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported difficult to position the device (dc shaft positioning) appeared to be related to the observed bend in the dc shaft. The bend in the mandrel likely resulted in the bent dc shaft conditions. Since the mandrel is located inside the dc shaft, if the mandrel becomes bent, the dc shaft will likely demonstrate a similar bent condition. However, a definitive cause for how the mandrel became bent could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy and unintended curves on the device) which resulted in increased tension on the device and; therefore, contributed to the bend in the mandrel; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the atypical movement of the clip delivery system (cds) during advancement, which has the potential to cause or contribute to tissue injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. While the cds advanced in the left ventricle, the cds would unexpectedly move medial and anterior to the valve. The cds was removed without reported issue and another cds was implanted, reducing the mr to grade 1. There was no adverse patient sequela or a clinically significant procedural delay, reported. There was no additional information provided.